Event description:
It was reported that the patient received an inappropriate shock therapy due to oversensed atrial flutter (af) with fast ventricular conduction. The device was reprogrammed to onset/stability after the patient rhythm was classified as uncorrelated by rhythm match, however, inappropriate therapy was still delivered. The patient is pending an ablation procedure to resolve the af and no additional consequences were reported.